Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device analysis, the service team indicated that missing thixotropic adhesive (ke45) on the elevator cover was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing thixotropic adhesive (ke45) was found on the elevator cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.